Event description:
Captiva spine was contacted by a distributor representative with information regarding a procedure being converted from an mis approach to a wiltse approach. During the procedure the rod came off the rod holder. To retrieve the rod and complete the procedure the approach was changed from a minimally invasive procedure to a wiltse. Although the procedure was completed without further incident and there was no impact to patient outcome this incident is being reported as there was a change in the planned surgical approach due to the rod disengaging from the rod holder. The procedure was completed without further issue.